Event description:
The following was reported by the surgeon, "when the surgeon should attach the cs insert to the baseplate (B)(4), it didn't connect at the posterior part, the surgeon reports. He therefore, tries another cs insert, which also fails to connect to the baseplate. Therefore, surgeon switches to a cr insert, which connects to the baseplate.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9610726-2010-00435.